Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 due to diabetic ketoacidosis. The customer reported that the insulin could not get through the tubing. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer stated that they had a bent cannula as well. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The customer also reported that they were hospitalized on (B)(6) 2016 due to diabetic ketoacidosis as well. The customer's blood glucose was 618 mg/dl at the time of incident. The customer stated that they had an infusion set issue. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.